Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the patient experienced hyperglycemia due to repeated loss of prime issue. On an unspecified date, the patient¿s blood glucose reading reportedly was over 600 mg/dl with no associated symptoms. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer support agent reviewed the reported prime issue with the reporter. The reporter stated that the pump alerted for loss of prime multiple times. It was reported that the cartridge cap was able to secure properly and the user was able to complete the prime step after a cartridge change. The reporter acknowledged that there was sudden change in temperature or force. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to alleged loss of prime attributed to environmental or activity issues.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/12/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged prime issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the available date range did not cover the event date due to continued customer use. Review of available date range did not find any valid loss of prime events. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences.